Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually evaluated. No packaging defects were noted.

Event description:
It was reported that a patient underwent a skin lesion excision on and unknown date and suture was used. The patient experienced redness and inflammation approximately three to eight days post operative. The reaction resolved once the sutures were removed.

Manufacturer narrative:
(B)(4) - inflammation occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient underwent a skin lesion excision for basosquamous cell carcinoma of the left posterior shoulder on (B)(6) 2012. The patient experienced redness and inflammation several days later. The sutures were removed (B)(6) 2012 due to the inflammation. The patient was started on prophylactic dose of minocycline to prevent secondary infection. The inflammation resolved with the removal of the sutures. (B)(4).

Manufacturer narrative:
Conclusion: a representative sample was evaluated for an intact sterile barrier. The intact package was tested by bubble emission for leaks in the film, tyvek backing, and seals - no leaks were detected. No leaks or other issues were found pertaining to the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: dle737, dbb817, dkp443, dgb035, dpb683, ece069, dlp629, ece070, dpb205. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.